Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer and their parent reported via phone call that their insulin pump alarmed that a software error was detected and that the motor arm cannot communicate with the main arm. The customer¿s blood glucose level was 146 mg/dl at the time of the incident. The pump fell out, restarted, and was able to rewind. The customer stated that the pump over and under delivers the customer stated that the pump has no damage, didn't fall or get wet. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test. Pump error 4 and 53 found in the pump history due to software error.